Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has recorded consistently high out-of-range shock impedance measurements. The device recently delivered shock therapy for a ventricular tachycardia (vt) and the shock impedance was within normal limits. Boston scientific technical services (ts) recommended further troubleshooting. An x-ray was obtained but the physician was unable to determine if there was a connection issue. The device was reprogrammed and remains in service. No surgical intervention is planned at this time. No additional adverse patient effects were reported.